Manufacturer narrative:
Plant investigation: the reported device is in transit to the plant for sample evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. An (as-received) simulated treatment was performed and completed without failures. The cycler weighed fill volume values were within tolerance for a liberty cycler. The cycler underwent and passed a system air leak test, valve actuation test, and a load cell verification. There were no discrepancies encountered during an internal visual inspection of the cycler. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined. The cycler was refurbished following the evaluation.

Manufacturer narrative:
Clinical investigation: a temporal relationship exists between pd therapy with the liberty select cycler and the patient¿s symptoms of shortness of breath and subsequent cardiac arrest with fatal outcome. Based on the available information, there is no allegation or objective evidence that a liberty select cycler product issues or deficiency caused or contributed to the patient¿s death. Currently, the cause of the patient¿s cardiac arrest that led to the fatal outcome is unknown. However, it was reported the cycler was not suspected to have caused the patient¿s death and the patient is suspected to have died of natural causes. Moreover, the patient had several mortality risk factors including esrd on pd therapy for 2 years, hypertension, chronic obstructive pulmonary disease (copd), unspecified open-heart surgery (B)(6) 2019 (with rehabilitation through (B)(6) 2019), smoker and dnr/dni order. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient expired from a heart attack on (B)(6) 2019 while in pd treatment with the liberty select cycler. There were no alleged product issues with the liberty select cycler in relation to the reported death. Upon follow up with the patient¿s pd registered nurse (pdrn) it was reported the patient began pd treatment on (B)(6) 2019 without any issues and the patient¿s blood pressure recorded was 104/68 (actual recorded 104/60 which is baseline for the patient according assessment of treatment information). Subsequently (exact time and phase of treatment is unknown), the patient reportedly awoke with complaints of shortness of breath and the patient¿s wife called emergency medical services (ems). Per the pdrn, when ems arrived at the patient¿s home the recorded blood pressure was 80/53 and oxygen saturation was 80%. Subsequently, upon transfer to the hospital (via ambulance) the patient reportedly lost consciousness and suffered a cardiac arrest. CPR was initiated, according to the nurse. Reportedly, the patient arrived in the emergency room without return of spontaneous respirations and pulseless (asystole) despite resuscitation efforts. CPR was discontinued (patient has a dnr/dni order) and the patient was pronounced dead at 00:16 on (B)(6) 2019. The nurse indicated the patient was not having any pd complications such as fluid volume overload. A review of the treatment data received for (B)(6) 2019 ¿ (B)(6) 2019 confirmed there were no cycler alarms or noted issues. The nurse stated the cardiac arrest is believed to be of natural causes. Currently, the end stage renal disease (esrd) death form is not available and therefore, the exact cause of the patient¿s cardiac arrest is unknown. However, the pdrn indicated there is no suspicions that fresenius products caused the patient¿s death. The pdrn reported the cycler is available for return and she would request a returned goods authorization to return the cycler to the manufacturer.